Event description:
A customer reported a malfunction on their insulin pump, identified by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted in resetting the pump, but the issue recurred, leading to an escalation and replacing the pump. Initially offered a refurbished pump, the customer expressed discomfort and requested a new pump, which was ultimately approved as an exception. The customer used multiple daily injections (mdi) as a backup insulin therapy and agreed to return the malfunctioning pump. The customer also requested reimbursement for wasted supplies, leading to the agreement to send new charging supplies instead to offset costs. The resolution included arranging for the delivery of a replacement pump and additional supplies, satisfying the customer's concerns and closing the case.